Event description:
Tyco healthcare's risk management department received a letter from a client's legal counsel advising that client was injured when a cieling mounted injector fell and struck the client. Client claims she was struck above the right eye causing bruising and laceration about the face as well as a cervical injury. A right shoulder injury and a brain injury.

Event description:
Healthcare's risk management department received a letter from a client's legal counsel advising that client was injured when a ceiling mounted injector fell and struck the client. Client claims she was struck above the right eye causing bruising and laceration about the face as well as a cervical injury, a right shoulder injury and a brain injury.